Event description:
The following was alleged by the pt: it is alleged that on (B)(6) 2004, the pt was implanted with the 3d max mesh for repair of a left inguinal hernia. The pt presented to the emergency room around two weeks ago with severe pain in the area of the hernia. The pt was diagnosed with left inguinal pain and ilioinguinal neuralgia. The nerve in this area may also be entrapped. The pt plans to have surgery in the next several weeks to have the mesh removed.

Manufacturer narrative:
We have contacted the initial reporter to request add¿l info. This MDR includes all patient, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt reports nerve pain following the implant of a 3dmax mesh and indicates that surgery will be performed to remove the mesh. Currently, medical records have not been provided. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. With the limited amount of info, no conclusion can be drawn.